Manufacturer narrative:
Investigation summary: bd had not received samples from the customer facility for investigation; therefore, the customer¿s indicated failure mode with the incident lot was not observed. However, bd is aware of the issue and further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of ¿stopper pullout¿ are identified. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: as no samples and photo were received for evaluation, the customer¿s indicated failure mode of ¿stopper pullout¿ with the incident lot was not observed. However, further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of the indicated failure mode are identified. Root cause: a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with the indicated failure mode and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was stopper pop off after using the 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure. No reported medical intervention or serious injury.